Manufacturer narrative:
(B)(4).

Event description:
It was reported a prior to this report when the trial was put in patient was not feeling stimulation tingling. It was indicated that it felt uncomfortable and like burning. It was noted that if the patient decreased the simulation she would not be feeling it at all. It was indicated that patient was feeling the stimulation in her ¿butt¿. Addition information received 13 days later indicated that patient had a severe urinary tract infection (uti) that would be treated with IV antibiotics a day after this call. It was indicated that patient was not planning on anything until the uti was resolved. A follow-up report will be sent if additional information becomes available.